Manufacturer narrative:
Depuy synthes power tools.

Event description:
Report received from the USA stating that service was required for the device. During service a broken drive shaft was noted. The device was being used during surgery. No injury occurred. It is unk if surgical delay or medical intervention occurred. There is no add'l info provided.